Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting tones every six hours due to pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A failure of the competitive rv lead was suspected but was not confirmed. A revision procedure was performed and this device and the competitive rv lead were removed from service and replaced. No additional adverse patient effects were reported